Event description:
Patient was revised to address mbt tray loosening at the cement implant interface. Depuy cement used.

Manufacturer narrative:
Corrected: explant date, date product recd by mfg., evaluated by manufacturer. Examination of the submitted tibial tray found evidence suggesting micro motion and/or loosening while in vivo. The investigation could not draw any conclusions about the root cause of the loosened tibial tray. Potential contributing factors include, but are not limited to, patient bone quality, cement technique, and cement cure time. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.